Manufacturer narrative:
(B)(4). Baxter received the device in question. During baxter's functionality testing, a flow rate inaccuracy of approximately 11% was observed and considered confirmed, but further evaluation was not conducted due to the symptom being over looked during the service process. The device could not be repaired due to an unrelated malfunction and the customer has been issued a replacement device.

Event description:
It was reported that a spectrum pump failed the flow rate accuracy test over 10% during functionality testing. It was also reported there was no patient involvement.